Event description:
During a l.a.v.h. Procedure, the surgeon placed the jaws on tissue, closed the stapler, fired, but could not open the jaws. He tried force on the firing handle, but ended up prying it off the tissue with other instruments. He opened another stapler and the same thing happened again. He completed the case with electrocautery. No pt consequence.